Event description:
A pt reported blood glucose results of "10.8 mmol/l" with a lifescan meter and "8.9 mmol/l" on a lab device, performed within 10 minutes of each other. Between tests there was no intervention that would be expected to change the blood glucose.